Event description:
It was reported the patient was seen in the clinic, interrogation revealed the patient had received an inappropriate high voltage therapy for post-sensed t-wave oversensing. Declined r-wave sensing was observed on the ventricular channel due to a coronary event. Interrogation was performed again and the r-wave amplitude was stable. No more instances of oversensing. The patient condition is stable.